Event description:
During atrial nips test, this programmer froze and a communication error was indicated. The user had to manually shut down the programmer by unplugging it from power. Programmer restarted and device presented in back-up mode after interrogation. Device was successfully reinitialized and a follow-up was performed. No adverse patient events were noted.

Manufacturer narrative:
(B)(4) 2016 - corrected the evaluation codes.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the programmer device and the programing head were subjected to an extensive analysis. Apart from signs of usage and a disconnect real time clock battery no deviation was found related to the clinical observation during analysis. Furthermore, the internal device error documentation showed no sign of a device malfunction. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.